Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 521 mg/dl. Cause was not known. At the time of the reported event, customer had not yet done anything to address the high bg. Customer declined further troubleshooting with tandem technical support. Therefore, no additional information was able to be obtained.